Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. The customer's mother treated patient with bolus. Customer continued to vomit and so she took him to the hospital. Customer stayed overnight and found out the pump had a bent cannula.